Manufacturer narrative:
Bec cts (customer technical support) directed the customer to try tightening the bolt where liquid was flowing from but leaking increased. Cts then directed the customer to turn off the di water valve and place the instrument in a stopped state. A service request was generated by cts. A field service engineer (fse) went on-site (B)(4) 2011 and replaced the mc manifold plug using customer stock. Repair was verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that there was a leak under the modular chemistry (mc) side of the reagent compartment in the unicel dxc 800 pro synchron clinical system. No injury was reported and no erroneous results were generated.